Manufacturer narrative:
Per the tandem user guide - do not use dexcom g6 cgm in pregnant women or persons on dialysis. The system is not approved for use in pregnant women or persons on dialysis and has not been evaluated in these populations. Sensor glucose readings may be inaccurate in these populations and could result in you missing severe hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 44 mg/dl, resulting in a seizure, memory loss, headaches, and bleeding from biting tongue. Reportedly, customer believes settings need to be updated as customer is currently pregnant. Additionally, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Subsequently, customer was hospitalized. Bg was treated with glucagon, and once stabilized bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 21 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.